Event description:
Email from (B)(6) "s cnss" stating got a call from care facility. Pump has lost programming. Patient is using back up pump. Sn for pump in question (B)(4). Replacement being sent. No further information. Did the reported product fault occur while in use with a patient? No. Is the product issue cause or contribute to patient clinical injury? No. Is the actual device to be returned for investigation? Yes. Did we replace the device? Yes. Reported to (B)(6) by: patient/caregiver.